Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric roux en y, when suturing the jejunum, the device was difficult to toggle, load and unload. The needle fell out of the device's jaws into the patient abdomen and was retrieved using a grasper. A new device and suture was opened and loaded to complete the case. The patient has no injury.